Event description:
The patient received her scs system consisting of an ipg and percutaneous lead on (B)(6) 2007. It was reported that the patient felt a burning sensation at the ipg implant site beginning the end of (B)(6) 2008. During reprogramming, the patient reported a burning or pinching sensation in the ipg pocket after a certain amplitude was reached. Diagnostic lead impedance testing revealed normal impedances on all contacts. An x-ray showed that the lead had pulled from the cervical area down into the ipg site. The patient had reportedly stepped into a pothole and fractured her ankle and the lead migration may have occurred during this incident. The physician replaced the percutaneous lead with a paddle lead on (B)(6) 2008. The explanted lead was discarded and was not returned to ans for analysis. Follow up on the patient found no further issues reported on the lead.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.